Event description:
It was reported that during the procedure, while the femoral peg drill was being used to drill the posterior lug hole, metal debris was created. No injuries or surgical delays were reported. A backup device was available.